Manufacturer narrative:
Date of event- used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR: the synergy xd mr us 4.00 x 12mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent od (outer diameter) was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a hypotube break at 22 cm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 29-sep-2022. It was reported that shaft kink occurred. The patient presented with angina. During preparation, a 4.00 x 12mm synergy xd stent was used for treatment. However, a kink was noted at 12 inches from the hub. The procedure was completed with another synergy xd stent. No patient complications were reported. However, returned analysis revealed hypotube detachment.